Event description:
It was reported by service report that the foot end lift will not go up or down, the power cord is damaged, and the side rail arm covers are damaged. No pt involvement or adverse consequences are reported.